Event description:
It was reported the customer was receiving no delivery alarms during infusion set change. The customer's blood gucose was unknown. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery during a manual prime. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.